Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the battery powered endoscopic light source does not stay on. The issue was identified when the device was taken outside of the box. There were no reports of patient involvement.